Manufacturer narrative:
Conclusion: device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that post reimplant of a generator, a diagnostics test resulted in high lead impedance indicating a possible lead discontinuity. It was reported that during surgery, the surgeon stated the lead "...did not look right."